Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins became hot in the patient's back and started to hurt. It was noted it started about a week ago. The patient had no falls/trauma. The patient wanted the ins removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.